Event description:
It was reported that the right ventricular lead exhibited noise causing inhibition of pacing and noise reversion. The noise was reproduced in clinic with isometrics. The lead was capped and replaced on (B)(6) 2017. It was noted that the lead was fractured. There were no complications and the patient was in stable condition after the procedure.

Manufacturer narrative:
This supplemental report is to correct the previously reported information for the initial reporter name. The correct initial reporter name is (B)(6).